Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "wavecard skipped a treatment" (computer software issue). An ophthalmic tech reported that while they were downloading a treatment to the laser, the lcd showed a message prompting them to "insert card" when there was already a card in use. The operator took out the card and reinserted it after which they found that card had been debited a procedure without actual firing of the laser. The tech stated no preparation had taken place at the time of the event and there was no significant delay to surgery.

Manufacturer narrative:
Determination of root cause: assessment: the logfile for this system was reviewed and this reported issue was confirmed for the date of this complaint. A review of the complaint database for 3 months prior to the date of this report showed no other similar complaints for this system. Conclusion: based on the results of the investigation the root cause was determined to be a faulty wave card. (B)(4).